Manufacturer narrative:
Product common name unknown; product unspecified - product code pag / pai. Concomitant products - bard align urethral support system on (B)(6) 2009; bard avaulta solo posterior synthetic support system on (B)(6) 2009; neomedic remeex system on (B)(6) 2013. As requested by the FDA, we have made note of the product code. The product code listed is not necessarily the product code assigned to the device 510(k), but rather the product code that seems the most appropriate based on the surgical procedure in which the product was implanted. Based on the information provided by the complainant, details regarding a specific correlation between the biodesign or surgisis posterior pelvic floor graft's performance and the alleged injury remain unknown. A root cause of the claim allegations is inconclusive due to the lack of details provided by the complainant. All other matters relating to this litigation are being handled by our attorney. A follow-up MDR will be filed if additional details are obtained.

Event description:
The patient was reportedly implanted with a bard align urethral support system and a bard avaulta solo posterior synthetic support system on (B)(6) 2009, at (B)(6), by dr. (B)(6). Additionally, the patient was reportedly implanted with a biodesign or surgisis posterior pelvic floor graft and a neomedic remeex system on (B)(6) 2013 at (B)(6), by dr. (B)(6). The patient and her attorney have alleged that as a result of these products being implanted in the patient, the patient has experienced pain, injury, and has undergone medical treatment.